Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a broken force sensor was detected during seating or regular delivery error. Customer's blood glucose value was unknown. Customer also stated that the insulin pump was not able to clear alarm. The customer was assisted with troubleshooting. Device will not be returned for the analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error alarm and unable to download the pump. Moisture damage was also found on the force sensor and motor during visual inspection.